Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after feeling lightheaded. Upon interrogation, the right ventricular lead exhibited low impedance and intermittent capture. An insulation anomaly was found. The lead was capped and replaced. No additional information was available.